Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "it was impossible to intubate the patient. The cuff of the fastrach was pierced thus unusable. This fastrach was 1st used on (B)(6) 2012 and had been sterilized 18 times. The procedure was cancelled and postponed". No patient involvement reported.

Event description:
It was reported that "it was impossible to intubate the patient. The cuff of the fastrach was pierced thus unusable. This fastrach was 1st used on (B)(6) 2012 and had been sterilized 18 times. The procedure was cancelled and postponed". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed there were dent marks on the outer profile of the sample. When inspected the reported failure was also verified. The failure location (air leak) was at the gluing area of the eeb (epiglottic elevating bar) where the glue line was observed to be damaged, causing the cuff leak. Based on the investigation performed, the reported complaint was confirmed. The root cause is user related. While reprocessing, washing, and/or handling the lma fastrach or the eeb of it, it is importantto handle with care.